Manufacturer narrative:
Updated event description with "the device was reported to be in clinical use at the time, but no adverse event to patient or user was reported. ". Updated "return to manuf.?" And "date returned to manuf" as device was received.

Event description:
It was reported to philips that when the staff tried to charge the device a pop was heard and there was a burning smell. The device was reported to be in clinical use at the time, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that when the staff tried to charge the device a pop was heard and there was a burning smell. Whether or not the device was in clinical use at the time is unknown, but no adverse event to patient or user was reported.